Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the attachment device was frozen/would not move, had moving parts that did not move smoothly, did not function and had component damage. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure it was discovered that the motor anchor was forced into the handpiece device and once the anchor was operated with the saw blade, the anchor remained locked in the engine. It was further noted that a lot of force was used to extract it and all other anchors were working correctly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor anchor was forced into the handpiece device was not confirmed. Therefore, an assignable root cause for the reported condition of difficult to assemble/disassemble was not determined. However, during evaluation, it was determined that the device was frozen/would not move. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the motor anchor was forced into the handpiece device was not confirmed. Therefore, an assignable root cause for the reported condition of difficult to assemble/disassemble was not determined. However, during evaluation, it was determined that the device was frozen/would not move. The assignable root cause was determined to be due to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(4) that during service and evaluation, it was determined that the attachment device was frozen/would not move, had moving parts that did not move smoothly, did not function and had component damage. It was further determined that the device failed pretest for general condition, check for mechanical free movement, check general function in running mode and check the oscillation frequency with frequency meter. It was noted in the service order that during an unspecified surgical procedure it was discovered that the motor anchor was forced into the handpiece device and once the anchor was operated with the saw blade, the anchor remained locked in the engine. It was further noted that a lot of force was used to extract it and all other anchors were working correctly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.